Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the error message "temp" occurred during use. No harm to patient and no other patient info were stated. (B)(4).

Manufacturer narrative:
The field service technician (fst) was sent for further investigation. According to the service order, the fst replaced the battery (material# 701017188, serial# n/I). The field service technician ran the unit and returned to customer for clinical use. Thus the failure could be confirmed. The most probable root cause could not be determined, since the defective battery is no longer available for further investigation. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
Internal reference: (B)(4).